Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system. There was no ECG signal on carto or recording system. There were no EKG signals on both the recording system and the carto 3 system. They wiggled the cable where it connects to the piu (patient interface unit) and the signals were going in and out. The leads of the bs (body surface) cable with no resolution. They replaced the ECG (electrocardiogram) cable and the issue resolved. The physician did not have an intact ECG signal available to monitor patient heart rhythm. The signal loss was observed on bs only. During the signal loss issue the affected catheter was not inside the patient¿s body. No other catheters were in the patient at the time of ECG signal loss that had an ECG signal. No patient consequences were reported. No carto or external signal is MDR-reportable.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation was completed on (B)(6) 2022. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system. There was no ECG signal on carto or recording system. There were no EKG signals on both the recording system and the carto 3 system. They wiggled the cable where it connects to the piu (patient interface unit) and the signals were going in and out. The leads of the bs (body surface) cable with no resolution. They replaced the ECG (electrocardiogram) cable and the issue resolved. The physician did not have an intact ECG signal available to monitor patient heart rhythm. The signal loss was observed on bs only. During the signal loss issue the affected catheter was not inside the patient¿s body. No other catheters were in the patient at the time of ECG signal loss that had an ECG signal. Hardware investigation details: it was confirmed that the replacement bs ECG cable was delivered to the customer. The suspected bs ECG cable was requested for investigation by the device manufacturer; however, it was confirmed that the cable was discarded. The system is ready for use. The history of customer complaints reported during the last year associated with carto 3 system #13043 was reviewed. No similar complaints were found. A manufacturing record evaluation (mre) was performed for the system 13043, and no internal action related to the reported complaint condition were identified. Based on the mre, the h4. Device manufacture date has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).